Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The bands were on [the varix] and then became dislodged on the varices. [The user] had to get a snare to pull it off. The physician performed it [the evl] and she said this has never happened in the years of using the items [the devices]. Additional information was received on the complaint communication on 07-feb-2019: the barrel of the bander lodged onto the varix and needed to be taken off using a snare. Additional information was received on 07-feb-2019: the barrel that the bands were on all lodged onto the varix and all were removed with a snare. The patient was having an elective procedure and they did not go ahead and band again after the first barrel came stuck. I will go in and retrain the staff. I explained it could of happened due to the barrel being to loose on the end of the endoscope. Per the cook sales representative, this facility rarely uses this device. The doctor, however is very experienced, set up the device, and she was there to talk to [about the event]. Additional information was received on 12-feb-2019: the barrel with the bands all came off of the end of the endoscope and lodged on the varix [barrel detaches from endoscope during use]. The barrel was then retrieved and removed using a snare. A section of the device did not remain in the patient¿s body. The barrel was removed with a snare due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope". The instructions for use direct the user to: "lubricate endoscope and exterior portion of barrel". The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use state: "caution: do not place lubricant inside barrel". A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use state under precautions: "prior to assembling device, routine endoscopic examination is recommended to confirm diagnosis requiring treatment of esophageal varices or internal hemorrhoids". If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The bands were on [the varix] and then became dislodged on the varices. [The user] had to get a snare to pull it off. The physician performed it [the evl] and she said this has never happened in the years of using the items [the devices]. Additional information was received on the complaint communication on 07-feb-2019: the barrel of the bander lodged onto the varix and needed to be taken off using a snare. Additional information was received on 07-feb-2019: the barrel that the bands were on all lodged onto the varix and all were removed with a snare. The patient was having an elective procedure and they did not go ahead and band again after the first barrel came stuck. I will go in and retrain the staff. I explained it could of happened due to the barrel being to loose on the end of the endoscope. Per the cook sales representative, this facility rarely uses this device. The doctor, however is very experienced, set up the device, and she was there to talk to [about the event]. Additional information was received on 12-feb-2019: the barrel with the bands all came off of the end of the endoscope and lodged on the varix [barrel detaches from endoscope during use]. The barrel was then retrieved and removed using a snare. A section of the device did not remain in the patient¿s body. The barrel was removed with a snare due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.